Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a donor nephrectomy procedure, the facility contact reported that the device was fired incorrectly. The staple line was incomplete and some of the staples were malformed. Unknown how case was completed. There were no adverse consequences to the patient.